Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
On (B)(6) 2022, the distributor reported the additional information: the pump history was reviewed and intermittent power alerts had occurred. Customer connected and disconnected the usb cable multiple times to resolve the issue. Troubleshooting was performed and pump battery was able to fully charge; pump was functioning as expected.